Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A nurse reported that during a cataract extraction with intraocular implant procedure on a female patient, the system switched off by itself following implantation of the intraocular lens. The procedure was completed successfully after the system was restarted. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).